Manufacturer narrative:
Block h6: device code a50702 is being used to capture the reportable event of cinch failure to cut.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2025. During the procedure, the suturing cinch failed to cut the suture. The handle was removed, and hemostats were used in an attempt to manually cinch the suture; however, this was unsuccessful. The suturing cinch was removed, and the procedure was completed using a new suturing cinch. There was no patient complications reported as a result of this event.